Event description:
It was reported that the screw head snapped-off from the shaft. No plate was used and the second screw had broken at the neck. The screw had broken off flush or below bone surface. Per rep in the case, acting as a headless screw, the surgeon felt it was secure. This procedure called for 2 screws side by side. Case completed. Bunion osteotomy.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The broken piece of the device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The complainant's event typically caused by improper bone preparation or over-insertion. Lot number was not provided so device history record cannot be performed. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.